Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had an op check failure. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device had an op check failure. There was no reported patient involvement/adverse patient impact. One power pca a returned for failure analysis. The reported problem was verified during testing. The integrated circuit u36 was found to be defective.